Event description:
It was reported that the pt presented in the ER with alerts for low impedance. The device had inhibited therapy due to potential output circuit damage. Low impedance was verified at interrogation. Device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported output anomaly was confirmed. The device was tested on the bench and the output transistors were shorted. The cause of the output circuit anomaly was believed to be a lead anomaly.